Manufacturer narrative:
(B)(4).

Event description:
It was reported that the during the implant procedure, the lead exhibited poor thresholds and high impedance measurements. The lead was no longer used and replaced. The patient was in stable condition post surgery.